Manufacturer narrative:
A1: patient identifier: not available due to privacy. A2: age & date of birth: not available due to privacy. A3: patient sex: not available due to privacy. A4: weight: not available due to privacy. A5: ethnicity: not available due to privacy. A6: race: not available due to privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after a percutaneous transluminal angioplasty (pta) the involved angio-seal device was used to close the puncture site, left femoral artery. According to the physician there was no suture inside the device. There were no issues during previous steps. As the user pulled back the system it came out of the artery. Manual compression was done. No significant loss of blood.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample includes hemostasis sheath and carrier tube assembly. The returned sample was subjected to visual analysis. The carrier tube assembly was mated to the hemostasis sheath. The anchor was observed to not be protruding from the sheath. The locking mechanism was set to rear lock position. Functional testing was attempted performed. The locking mechanism was reset to forward lock position. The anchor did not come out from the tip. The sheath locking mechanism was pulled back and the carrier tube shaft was observed to be kinked. The kink did not allow for the carrier tube to be pushed through the sheath. Functional testing could not be performed. The carrier tube and sheath were cut, and the anchor, collagen and tamper tube were observed. It was also observed that they were dried blood-like substances. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the anchor from posting to the tip of the sheath. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).